Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he fell down the stairs and hurt his shoulder. This happened in (B)(6) 2015.

Event description:
Additional information was received from a patient. It was reported that following the fall the patient experienced weakness in his left arm and an increase in his essential tremor. No date of onset was provided regarding the newly reported symptoms. When asked for clarification regarding the fall, the patient stated that he missed the last 4 steps and there was no change. The patient also noted that he had x-rays, a CT scan, and 3 inspections in the past, and has an emg scheduled for may 3rd; so far the patient has had no relief.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v203702, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v182389, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported that low impedances of 58 ohms was measured on electrode combination 1-2. Impedances of electrode combination c-1 was 668 ohms. Sometime between (B)(6) 2015, the patient had fallen and hit their head. Historical impedance measurements showed 1-2 at 71 ohms on (B)(6) 2014, 60 ohms on (B)(6) 2014 and 1137 ohms on (B)(6) 2014. The patient was currently programmed on c-1 and they were getting good therapeutic response. The cause of the impedance issue was not determined, but the cause may have been the fall. The low impedances had not been resolved, but the hcp planned to monitor the patient. The patient's indication for use is essential tremor and movement disorders.